Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: MFR report number 0001038806-2025-00383 was updated and corrected to MFR report number 0002023141-2025-00496. This supplemental is being reported as a retraction statement and the event reported under MFR report number 0001038806-2025-00383 will be voided. All details and information associated with this event has been documented and processed under (B)(4) and the medwatch report submitted under MFR report number 0002023141-2025-00496. No further reports will be submitted under MFR report number 0001038806-2025-00383.

Event description:
Upon review of the reported event, it was determined that this medwatch was submitted under the wrong MFR number. This supplemental report is being submitted as a retraction for MFR number 0001038806-2025-00383. This report has been corrected and submitted under 0002023141-2025-00496.

Event description:
It was reported that the implant at tooth site #19 fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D4: lot number unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.